Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no reported impact to the customer's blood glucose level. The customer indicated that the cartridge was to be changed.